Event description:
It was reported the device exhibited a broken battery. Patient involvement is unknown.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken battery compartment, and a scratched lcd lens. Review of the device's event history log is not applicable. A functional test was performed and the reported issue was duplicated. It was determined that the root cause is due to customer damage. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.